Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint(B)(4). Investigation summary: the complaint states "it was reported that a nurse brought the unsterilized condition cement (p/n: (B)(4). Which was 2nd packaging into the clean field during the tka surgery on (B)(6) 2019 of the patient¿s right knee joint. For that reason, the 2 cement bowls, the dr¿s gloves, the part of the clean area became unclean products and unclean area. There was no problem with the cement itself. The surgery was completed without a surgical delay by using alternative cement and there was no adverse consequence to the patient. No further information is available." This complaint description indicates that there is no product issue. The preparation techniques for the use of the endurance cement in surgery have resulted in an inability to use the product. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a nurse brought the unsterilized condition cement (p/n: 3070040) which was 2nd packaging into the clean field during the tka surgery on (B)(6) 2019 of the patient¿s right knee joint. For that reason, the 2 cement bowls, the dr¿s gloves, the part of the clean area became unclean products and unclean area. There was no problem with the cement itself. The surgery was completed without a surgical delay by using alternative cement and there was no adverse consequence to the patient. No further information is available.